Event description:
It was reported that the customer received an occlusion alarm. Troubleshooting was performed and found occlusion coming from the cartridge. Customer had elevated blood glucose levels (315 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.